Event description:
When the physician used the subject devices for a tlh, the first instrument started giving a "short circuit" error message about 30 minutes into the case. After doing a probe test it worked for about 2 minutes. After another short circuit error the instrument was taken out of the pt to be cleaned and the probe fell off during cleaning. With the second instrument, after about 5 minutes of use the "short circuit" error message came up again. This time it would not pass a probe test. On visual inspection the instrument looked fine. No more info has been obtained.

Manufacturer narrative:
The subject device was returned to olympus medical system corp (omsc) for eval. The eval confirmed that the probe broke down at 13mm from the distal end. There was a contact mark of the probe and jaw where the probe was broken off. The ptfe pad was unevenly worn. The mfg history was reviewed, with no irregularities noted. Based on the analysis result above, since the device was grasping a thick and hard tissue and activate while twisting the tissue, the ptfe pad was unevenly worn and the probe and jaw came into contact with each other. That caused the device a scratch occurred and the "short circuit" error displayed. After that, since the physician continued to use the device, the crack occurred. The physician withdrew the subject device as directed. Consequently, during cleaning/checking the device outside the pt body, the probe broke due to the stress by touching physically. The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above. Even when falling off outside the pt body recurs, it would never lead to falling off inside the pt body. This report is being submitted as a medical device report in an abundance of caution.